Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the sample was found to be ruptured and received in three parts. Additionally, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Please refer to section h11. Corrected data section for correction. Manufacturer¿s reference number: (B)(4) the content of the previous correction was not edited properly. Here is the correct statement, the h1 number of events summarized and h1. Summary report fields were incorrectly populated on the follow-up report 2 submitted on november 22, 2020. These fields were populated in error, please disregard them.

Manufacturer narrative:
Please refer to section h11. Corrected data section for correction. Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became aware that the h1 number of events summarized/h1. Summary report) field(s) was/were incorrectly populated on the (initial/follow-up) report submitted on (date). This/these field(s) was/were populated in error, please disregard them.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was discovered during removal and replacement surgery on (B)(6) 2020.